Event description:
A patient outreach letter was returned indicating the patient was deceased. The cause and date of death are unknown. It is unknown if the patient's death is related to pump therapy.